Event description:
Neilmed was provided by (B)(6) clinic (B)(6) as medication for breathing causing exertion migraines and disability. There is a neilmed device for all ages. It is a improvised pressurized device or I. E. D. Simplified and terrorism capable. Dates are estimated in report. Injury, no first aid or medical attention received. Product category: toys & children. I certify that I have reviewed the report and that the info provided in this report is true and accurate to the best of my knowledge, info and belief: yes. Document number: (B)(4). Report number: (B)(4).